Manufacturer narrative:
The primary surgery was performed via anterior approach. The surgery was completed uneventfully with no indication of femoral fracture intraoperatively. This patient underwent the revision surgery via posterior approach and all medacta components were removed. On 23 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: postoperative fracture in a cementless tha, one week after primary operation. No traumatic event was reported. Postoperative x-rays are not available, we assume that the supplied image was taken when the fracture had been clinically determined. A realistic possibility is that the fracture displayed is in fact a consequence of intraoperative fracture, although we cannot conclude so because no information is available as to postoperative status. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 10 october 2016. (B)(4).

Event description:
The patient was ambulating postoperatively and a femoral fracture was noted at examination of the postoperative x-ray. The implants from this case are not available.